Event description:
Boston scientific received information that this left ventricular (lv) lead has exhibited high, out of range, pacing impedances and no capture at maximum outputs. No patient symptoms have been noted because of the identified issues. Additional information received from the patient notes that the lead was fractured. At this time, the lead remains in service, and it is anticipated that a lead revision procedure will be done in the future.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional informaiton has been received that this left ventricular (lv) lead was explanted. Due to the patient's anatomy, another lv lead could not be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.